Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had replace battery alarm and stuck button alarm. Customer¿s blood glucose value at the time of incident was unknown. Customer received a low battery alert prior to the replace battery alarm. Customer could not able to clear alarm. Customer stated they did not press a button down for 3 minutes or longer. Troubleshooting was performed for replace battery now alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.